Event description:
Surgery in (B)(6) 2009, to repair prolapsed uterus, rectocele, cystocele and urinary stress incontinence. Surgery performed using the "davinci" robot, and included hysterectomy, repair of hernias on bladder and bowels, vaginal sling -mesh- and abdominal sacral colpopexy using mesh. Second surgery in (B)(6) 2009 to loosen vaginal mesh to address difficulty urinating. Abdominal pain, dyspareunia, chronic infections, vaginal discharge and bleeding between (B)(6) 2009 to (B)(6) 2010. The cause, erosion of the mesh, was not diagnosed until (B)(6), 2010. Surgery scheduled for (B)(6), 2010 to repair erosion through the vaginal epithelium. Dates of use: (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: #1. Pelvic organ prolapse. #2. Urinary stress incontinence.